Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed post-operative bleeding the day after implantation. The patient¿s chest was re-opened and revealed generalized oozing. The patient subsequently developed decreased flows associated with the right ventricular impella device and returned to the operating room on (B)(6) 2018 for the repositioning of this device. On (B)(6) 2018, the patient again returned to the operating room to have the impella device removed and exchanged for another right ventricular assist device (vad). On (B)(6) 2018, the patient was noted to have a left facial droop. A computerized tomography (CT) scan confirmed a small subarachnoid hemorrhage (sah). The patient¿s coumadin and aspirin were stopped. On (B)(6) 2018, a repeated CT revealed a reduction in the size of the sah and by the next day, the patient¿s neurological symptoms had improved to baseline. On (B)(6) 2018, the patient had a sudden drop in the right ventricular vad¿s flows along with increased work of breathing and desaturation. A transthoracic echocardiogram (tte) revealed a cardiac tamponade. The patient was returned to the operating room for removal of clots and the pericardial effusion was drained. No active site of bleeding was found. The patient was returned to the ward and is reported to be doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: d4, h6, h10 product event summary: the pumps were not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 2019-12-31/ serial#: (B)(6), UDI #: (B)(4). D10: no. H4: mfg date: 2017-12-06. H5: yes. H6: patient code(s): c27165, c50470, c50481, c50672, c50757, c3319. H6: device code(s): c62860. H6: FDA method code(s): 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 22, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.